Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('intense pelvic pain'), abdominal pain ('intense abdominal pain') and device breakage ('there was persistence of piece of 1,2 cm on left ostium') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("there was persistence of piece of 1,2 cm on left ostium"), migraine ("major migraine"), menstrual disorder ("periods disorders"), pruritus genital ("gynecological prurits"), perioral dermatitis ("peri-oral dermatitis"), alopecia ("significant loss of hair"), inflammatory pain ("inflammatory pain") and asthenia ("asthenia"). The patient was treated with surgery (essure removed with bilateral salpingectomy on general anesthesia and removal via hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, device breakage, complication of device removal, migraine, menstrual disorder, pruritus genital, perioral dermatitis, alopecia, inflammatory pain and asthenia was resolving. The reporter considered abdominal pain, alopecia, asthenia, complication of device removal, device breakage, inflammatory pain, menstrual disorder, migraine, pelvic pain, perioral dermatitis and pruritus genital to be related to essure. The reporter commented: aes began after the essure insertion. The inflammatory pain was related to asthenia. Essure was removed with bilateral salpingectomy on general anesthesia. There was persistence of piece of 1,2 cm on left ostium: removal on (B)(6) 2017 via hysteroscopy. The asthenia improved. There were general signs and abdominal pain after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: (device removal questionnaire received: patient¿s initials, date of birth, weight, and height were provided; no medical history except the ovarian cyst; essure removed with bilateral salpingectomy after request of the patient because of adverse events; a monitoring was performed after removal and there was a slight improvement no lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('intense pelvic pain'), abdominal pain ('intense abdominal pain') and device breakage ('there was persistence of piece of 1,2 cm on left ostium') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("there was persistence of piece of 1,2 cm on left ostium"), migraine ("major migraine"), menstrual disorder ("periods disorders"), pruritus genital ("gynecological prurits"), perioral dermatitis ("peri-oral dermatitis"), alopecia ("significant loss of hair"), inflammatory pain ("inflammatory pain") and asthenia ("asthenia"). The patient was treated with surgery (essure removed with bilateral salpingectomy on general anesthesia and removal via hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had not resolved, the device breakage, complication of device removal, migraine, menstrual disorder, pruritus genital, perioral dermatitis, alopecia and inflammatory pain outcome was unknown and the asthenia was resolving. The reporter provided no causality assessment for abdominal pain, alopecia, asthenia, complication of device removal, device breakage, menstrual disorder, migraine, pelvic pain, perioral dermatitis and pruritus genital with essure. The reporter considered inflammatory pain to be unrelated to essure. The reporter commented: aes began after the essure insertion. The inflammatory pain was related to asthenia. Essure was removed with bilateral salpingectomy on general anesthesia. There was persistence of piece of 1,2 cm on left ostium: removal on (B)(6) 2017 via hysteroscopy. The asthenia improved. There were general signs and abdominal pain after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("intense pelvic pain"), abdominal pain ("intense abdominal pain") and device breakage ("there was persistence of piece of 1,2 cm on left ostium") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("there was persistence of piece of 1,2 cm on left ostium"), migraine ("major migraine"), menstrual disorder ("periods disorders"), pruritus genital ("gynecological pruritis"), perioral dermatitis ("peri-oral dermatitis"), alopecia ("significant loss of hair"), inflammatory pain ("inflammatory pain") and asthenia ("asthenia"). The patient was treated with surgery (essure removed with bilateral salpingectomy on general anesthesia and removal via hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had not resolved, the device breakage, complication of device removal, migraine, menstrual disorder, pruritus genital, perioral dermatitis, alopecia and inflammatory pain outcome was unknown and the asthenia was resolving. The reporter provided no causality assessment for abdominal pain, alopecia, asthenia, complication of device removal, device breakage, menstrual disorder, migraine, pelvic pain, perioral dermatitis and pruritus genital with essure. The reporter considered inflammatory pain to be unrelated to essure. The reporter commented: aes began after the essure insertion. The inflammatory pain was related to asthenia. Essure was removed with bilateral salpingectomy on general anesthesia. There was persistence of piece of 1,2 cm on left ostium: removal on (B)(6) 2017 via hysteroscopy. The asthenia improved. There were general signs and abdominal pain after removal. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.